Manufacturer narrative:
(B)(4). Date sent: 12/5/2023 additional information was requested, and the following was obtained: sigmoidectomy was a leak test performed? Yes if so, what type and what was the result? Patient low pelvis were anastomoses were created has been fulfilled with water and then pneumatic check has been done and passed was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? 2rd how was the leak identified? Bleeding, fever, blood analisys what was observed at the site of the leak upon reoperation? 30% of the anastomotic ring were not closed, then endoscopic check done and found not correctly formed staples pay attention: 3d staples seems not correctly formed if surgeon look for b staples. Surgeons told me they forget about 3d staple, but in any case they found staples out of tissue. Patient need to be keep into or, leak closed with laparoscopic manual suture, and need protection stoma. Now it¿s ok. How was the leak addressed? Same point: seems that into part of the ring staples were not correctly closed so the question is: problem of the tissue or problem of the stapler?

Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. D4 batch # unk. B3: exact date is unk. Assumed first day of the month. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a low anterior resection the patients was re-operated on due to an anastomotic leak. This was a case of leakage where part of the suture rhyme was malformed. It was required CT scanning and taking patients to the operating room to correct the leakage and avoid anus loss.